Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the controller error/keyboard issue have been completed. The impella automated controller was returned for investigation. The data analysis of the logs indicated a controller error #24 on (B)(6) 2023 when the console was booted up. During investigation of the returned console, the error was able to be reproduced only once during testing, the clock to the qt1060 microcontroller was pulled low until unplugging and plugging back in the ribbon cable to the keyboard at which point the error resolved. The cause of the aic controller error issue was most likely a defective keyboard. This report is being filed as part of a retrospective review of historical records.

Event description:
The surgical consultant reported that the automated impella controller (aic) experienced a controller error during preparation. This aic was replaced with a backup aic and the procedure successfully completed. There was no patient harm reported.